Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion during therapy. A bolus was running on a patient and 40 minutes after the start of infusion the staff noticed the buretrol was still full, no fluid had run through. On checking the tubing the staff noticed the clamp below the drip chamber was closed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Age at the time of event: was reported as pediatric. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'did not alarm an upstream occlusion' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.